Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip was assembly was fully deployed, and the clip was returned with the device. The clip prongs were locked into the capsule and a kink was noticed in the control wire near the handle. The yoke was detached from the control wire and was stuck onto the bushing. The control wire and the coil were cut near the distal end. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an resolution 360 clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution 360 clip device . There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device code relates to problem code for the reported issue of clip failed to release from the catheter. Mfg site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an resolution 360 clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution 360 clip device . There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.